Event description:
It was reported that: pt is currently experiencing pain in his upper thigh. Pt is also reporting that sudden movement causes extreme pain in the upper thigh. Pt states that te sudden movement pain started in (B)(6) 2012. Pt is awaiting doctor's appointment.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.